Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom false upstream occlusion alarms through review of the event history log, but did nto reproduce it. The eval found that the upper ultrasonic sensor reading was below spec, which is known to contribut eto false upstream occlusion alarms. The failed ultrasonic sensor and ultrasonic pusher were replaced.

Event description:
It was reported that a spectrum infusion pump falsely alarmed upstream occlusion at start up. It was also reported that there was no pt injury.